Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that approximately two weeks post implant they presented with dizziness and vertigo. A possible device issue was raised. No further patient complications have been reported as a result of this event.